Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the pump gave an error 45639 and a pink screen. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.